Event description:
Stapler misfired several times, releasing several staples at once. A loose staple fell into the abdomen but was retrieved by the surgeon. Last staple that fired was bent. A second stapler from case is being sent for testing although no issue was reported from this stapler (lot#m4hn24).